Event description:
It was reported that a pump experienced system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Review of the history log confirms the ec 322 reported symptom. Eval was unable to determine the cause. Eval of known contributors to ec 322 has led to the determination that the upper and lower auxiliary were the failing components and were replaced.